Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per independent repair center irs, reason for repair is unit alarming, unit shuts down, unit smells, error code, & alarms not functional. The key failure is pilot valve is stuck/not shifting which addresses all reasons for repair except the unit alarms not functional. Additional malfunction identified on the irs as a broken power switch (aka on/off switch) with weak or no alarm is directly related to the reason for repair unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis this 3500a.